Manufacturer narrative:
Updated fields: b5 and h10.

Event description:
Additional information was provided regarding this event. The customer reported a leakage but selected on the same form a piece of equipment fell in the patient. Additional information was requested regarding clarity of event; however, no additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the gap between the acoustic lens and the ultrasonic probe could not be identified. The following information is stated in the instructions for use (IFU) which may have prevented the event: "caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced a leakage at the key tops. There was no report of patient harm associated with this event. During incoming inspection, there was a gap between the acoustic lens and ultrasound probe. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leakage was not confirmed. In addition to the finds reported, due to deformation of scope connector, water tightness was lost. Due to deformation of electrical connector guide pin, water tightness was lost. The ultrasonic probe toric joint was damaged, watertightness was lost. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. Acoustic lens was scratched. Adhesive around light guide lens was worn. Adhesive on bending section cover had a chip. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. Additional information has been requested regarding this event. A supplemental report will be submitted if additional information becomes available.

Event description:
Additional information was provided regarding this event. The unspecified diagnostic procedure was completed using another device. There was no report of patient harm.